Manufacturer narrative:
The subject device was returned to olympus (B)(4) for eval. The evaluation confirmed that the distal end part did not open, the ptfe pad was severely worn and there were some scratches of the probe surface. The mfg history was reviewed, with no irregularities noted. Based on the eval and the past cases with the same model, it was possible that the distal part could not open by the external influence. It is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears. And it is also known the probe was scratched during activating output with grasping the hard object such as clips or forceps. The instruction manual of sonosurg scissors prohibits the usage as mentioned in the above, and described how to deal with when an irregularity is found.

Event description:
Olympus was reported that scissors had a mechanical damage, the distal end part did not open at all. There was no pt harm reported.